Event description:
It was reported by the rep the devices were used during a laparoscopic nissen fundoplication. It was reported the surgeon had closed the wrap and crus and the last 3 of 7 firings left a "pledget" which was the bridge on the bottom of the sw112 was left on the suture in the wrap. The trocar leaked due to a torn gasket. Additional info: 03/10/1999 md returned this writer's call. He stated that part of the crossbar was left when the instrument was fired. The md could not remember the instrument firing differently. He stated that he has only used the instrument 1 other time.